Event description:
New information received notes that the patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with low pulse rate, light headedness and complained of feeling poorly. Upon device interrogation, it was discovered that their right ventricular (rv) lead had high capture thresholds, intermittent capture, and r-waves were not being sensed. Prior to a revision procedure, programming changes were made to address the issues. The physician elected to cap and replace the rv lead on (B)(6) 2021. Patient condition was unknown.